Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation; the malfunction was observed and attributed to the "onestep complete pads" option in the device configuration setting being set to "off". The device was configured to have the setting on to resolve the problem. The device was returned to the customer. Analysis for reports of this type has not identified an increase in trend.